Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps bone resorption. Implant mobility with crown without pain and without inflammation.